Event description:
It was reported that during a ventricular tachycardia procedure with the carto3 system, a perforation occurred. A navistar thermocool sf was using for the mapping process of left and right ventricles and a quadripolar woven catheter from bard was using for stimulation in the right ventricle. The physician believes the perforation was caused by the woven catheter. The physicians performed a pericardiocentesis and they drained 100 ml of blood from the pericardium of the patient. After that the patient was stable and kept under observation.

Manufacturer narrative:
The concomitant product: carto 3, model # m-4800-01, serial # (B)(4). (B)(4).